Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Colectomy. While clamped on the intestinal cavity the device did not react. They tried to remove the device with the manual tool but it did not react. The jaws remained closed and the device was slowly removed from the tissue using force but no tissue damage was caused. The case was completed using a new device. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full staple complement. Functionally the reload were loaded into a post market vigilance representative instrument and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.